Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer used food, glucose tablets, and was given intravenous fluids to treat. The customer experienced symptoms such as being confused and non responsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will call back. The customer had gone through dialysis the day prior to the low incident. The customer also had a low incident the week prior to the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.